Event description:
It was reported that at 8 minutes, 35 seconds and 44,664 joules of use, while using the surgical fiber, the fiber tip was damaged, and the fiber card would not permit fiber function. The "laser would not allow the physician to increase vaporization nor coagulation. The fiber fired at a vapor setting of 80 until fiber tip broke." The procedure was aborted. Patient outcome: "no injury to patient reported."

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap was found to be intact and attached; exhibits mild detritus and a drilled through condition; a substance/contamination was noted inside the cap. The bevel section was found to be melted and exhibited burn glue. The glass cap exhibits very mild detritus. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The cap may also result in a forward firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.